Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the alarm did not sound when the magnet is removed from magnet plate. There was no physical damage to the alarm unit. (B)(4).

Event description:
The customer reported the alarm will not sound when the magnet is disconnected from the alarm even when they replaced the batteries with a new supply. The customer reported the battery door is not missing and closes properly and no visible damage to the outside of the alarm. There was no pt incident or injury reported.